Event description:
A customer reported an issue with a continuous glucose monitor (cgm) labeled as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the customer through a complete pump reset, after which the error did not reappear. The customer was then instructed to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.